Manufacturer narrative:
The report received from the field indicated that during a stent assisted coil embolization, the physician experienced difficulty advancing the enterprise vrd and delivery system distally through the prowler select plus microcatheter (mc) as they entered the left mca artery target lesion. The physician was not able to reach the intended target lesion and at some point noticed that the stent was missing. After approximately fifteen minutes, the stent was located/pre-deployed in the hub of the mc. There was no reported patient injury. The target lesion was the left mca artery which was reported to have had a clot/thrombus that caused a stroke. The devices were returned with the enterprise stent noted in the hub of the prowler select plus mc. The distal end of the mc was detached and not returned. No further information regarding the separated condition of the mc has been provided in response to multiple investigative efforts. (B)(4): the product was returned for inspection. A prowler select plus microcatheter (mc) was received inside of a plastic bag. The enterprise stent was located stuck in the mc's hub; the enterprise delivery wire was not received. Kinks/bent conditions were noted over the mc 1 cm, 6.2 cm, 6.5cm, 12.3 cm, 14.5 cm 21.8 cm, 22.3 cm, 22.8 cm and 23 cm from proximal hub side. A separated condition of the mc was observed at 25.9 cm from proximal hub side. The broken distal part of the mc was not received for analysis. No dry blood residuals or saline solution was observed in the mc. Additionally the stent was confirmed to be stuck in the mc hub. The catheter borders at the broken section were observed under microscope, stretched and frayed conditions were observed at this section; with the appearance of characteristics related to cutting and pulling of the mc. It was confirmed that the stent was stuck into the mc hub. Once the stent was removed from the mc hub, this was inspected under microscope and no damage on it was detected on it. The functional analysis could not be performed due to the multiple areas of kinks/bends over the received mc. The lot number of the mc is not known; therefore, a device history record review cannot be completed. Conclusion: the reported insertion difficulty of the enterprise system distally through the prowler select plus mc and deployment of the stent in the mc hub could not be evaluated since the distal end of the mc was not returned and only the stent was received. The proximal end of a separated mc was returned; however, there was no report from the customer of the mc being separated, which would have been readily evident. Based on this and the appearance that cutting and pulling of the mc appears to be the cause of the separation along with the report from the customer that at some point it was noticed that the stent was missing and was located pre-deployed in the hub after approximately fifteen minutes, it is possible that the mc was intentionally separated at an area outside of the patient or after withdrawal from the patient in an attempt to locate the stent. However, without any further information regarding the findings of the unreported mc separation, this is speculative with no conclusion possible. The cause of the resistance/friction and deployment of the stent in the hub could not be determined based on the analysis. With functional testing resistance/friction within the returned section of the mc was due to multiple areas that were kinked/bent. The timing and impact on the procedural use of the kinks/bends cannot be determined. There were no damages noted on the returned stent which was confirmed to be deployed in the hub. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation, positioning, and securing of the introducer in the hub of the mc. This provides an uninterrupted passage for the stent to move from the introducer into the mc. If prior to introduction of the stent fully within the microcatheter or during withdrawal the introducer is not fully seated in the mc hub or there is movement of the introducer resulting in a gap the distal or proximal end of the stent will expand as it enters the gap. This will result in some noticeable resistance. If the introducer is not secured, it will move and the gap will expand resulting in premature deployment of the stent in the microcatheter hub. No definitive conclusion regarding the reported event or root cause can be determined based on the available information and the condition of the returned devices; therefore no actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2012-00052 and #1058196-2012-00085.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Preliminary inspection of the returned product indicated the distal tip was fractured/separated. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during a stent assisted coil embolization, the physician experienced difficulty advancing the enterprise vrd and delivery system distally through the prowler select plus microcatheter (mc) as they entered the left mca artery target lesion. The physician was not able to reach the intended target lesion and at some point noticed that the stent was missing. After approximately fifteen minutes, the stent was located/pre-deployed in the hub of the mc. There was no reported patient injury. The target lesion was the left mca artery which was reported to have had a clot/thrombus that caused a stroke. Additional information has been requested.